Event description:
It was reported that following a stenting treatment procedure, stent deformation occurred. The procedure treated the 90% stenosed, type b1 target lesion located in the calcified and severely tortuous left anterior descending (lad) artery. The lad was predilated using an unspecified balloon. Two promus element stents [3.0x28mm, 2.5x12mm] were implanted using the culotte (y-stenting) technique in the proximal to mid lad. Kissing balloon technique was performed to expand the stent struts. Post-ivus was performed revealing that the stents were well expanded with timi 3 flow to complete the procedure. The patient was discharged on plavix and aspirin. Four days later, the patient presented with an acute myocardial infarction and angiography revealed thrombosis in a previously implanted non-bsc stent which was located in the first diagonal artery. This was treated with angioplasty resulting in timi 3 flow. However, it was noted that one of the promus element stents seemed narrower than it was after the kissing balloon technique performed at the index procedure. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).